Event description:
In using fastep covid-19 antigen pen home test (according to the directions (and having used one of the same tests successfully in the past) the swab became lodged in my right nostril. I could not remove it with my fingertips. I finally dislodged it by blowing my nose vigorously. I believe this could be a problem if a parent administered the test to a child. Test info: ref:cov-s35002h2, lot: i2312271, mfg 2023-12-22, exp: 2025-09-21.